Manufacturer narrative:
(B)(4). Evaluation summary: all rite testing passed. The evaluation was completed, but the investigation is still not complete. A follow-up MDR will be submitted upon completion of the investigation or if additional relevant information is received.

Manufacturer narrative:
(B)(4). The cause of the hc machine not powering up and the outlet burning was undetermined.

Event description:
The customer contacted baxter's technical service center to report the homechoice (hc) machine not powering up and the outlet burning out last night after use. The baxter technical service representative (tsr) swapped the device for the home patient (hp). There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.